Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, per additional information received, the patient is in good health condition and there were no complications due to this incident. The surgeon finished the procedure with another device.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a laparoscopic abdominal incisional hernia repair, the trocar reducer detach from its place.